Event description:
Per the clinic, the device was explanted on (B)(6) 2021. No re-implantation is planned as of the date of this report.

Event description:
Per the clinic, a formation of an encephalocele was found. There are plans to remove the encephalocele however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.